Event description:
It was reported to philips that the device has a technical issue. The field service engineer (fse) evaluated the device and it operation and found the user not performing the operational check correctly. The user it was found not performing the operational check correctly. The test when properly performed passed successfully. No further investigation is required.

Event description:
It was reported to philips that the device has a technical issue. There was no patient involvement.